Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 600 mg/dl; cause unknown. Customer administered a correction injection as well as performed a supply change to address the bg. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.